Manufacturer narrative:
(Haptic damaged).

Event description:
The reporter stated the surgeon implanted an micl implantable collamer lens bilaterally in one of his patients. At a later date, the patient was playing tennis and was in hit in the eye with a tennis ball. One haptic was damaged. There was no patient injury and the lens remains implanted. The surgeon stated he planned on bringing the patient back to surgery to repair the lens. The surgeon stated the event had nothing to do with the lens and felt he should report it for trending purposes. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.